Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 9854669) was impeded in the proximal end of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not advance further. The physician tried to retract the stent, but the stent could not be retraced; force was needed to remove the delivery wire, and the stent was found detached from the delivery wire in the microcatheter. The physician removed the microcatheter and the stent together and replaced both devices to complete the procedure, which was prolonged by about 15 minutes. There was no report of any negative impact on the patient. On 31-mar-2026, additional information was received. The information indicated that the procedure was targeting a wide-necked aneurysm on the carotid artery. The lot number of the device was stated to be available (however, the information did not provide lot number). Aside from the reported premature stent detachment, there was no damage noted on the stent / stent delivery system. The associated microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x). Continuous flush was maintained through the microcatheter during the procedure. There was no issue such as resistance during the advancement of the stent through the microcatheter. The replacement stent was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401600). The microcatheter was also replaced, ¿with another new infusion catheter). The information confirmed no negative impact on the patient. On (B)(6) 2026, additional information was received. Per the information, the target vessel of the procedure was the internal carotid artery (ica). The lot number of the 4mm x 16mm enterprise 2 vascular reconstruction device was 9854669. The information indicated that aside from the premature detachment of the stent, there was damage noted, but ¿other information is unknown.¿ continuous was maintained. There was no physical damage noted on the microcatheter. There was resistance during the delivery of the stent in the middle of the microcatheter. The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient and the reported 15-minute procedure delay was not clinically significant.

Manufacturer narrative:
Manufacturer¿s ref.(B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone and email address are not available / reported. Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9854669. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.